Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of the pulse generator on (B)(6) 2018 indicated the device had reached elective replacement indicator. The patient presented in clinic on (B)(6) 2019. Upon interrogation of the device, a read error was noted. It was unknown why the battery data could not be read. The device was explanted and replaced on (B)(6) 2019. The patient was stable.